Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, only the two terminal blocks from the header of the device were returned. The device itself never came back for analysis. Detailed analysis of both terminal blocks revealed that the setscrews were in the up position and that both setscrews were able to move freely in the terminal block once they were released from the retainer ring. Outside of the damage to the header, analysis could not confirm the observations made against this device from the field.

Event description:
Additional information provided from the field indicated that some of the torque wrenches used to try and loosen the setscrews were from a different company.

Event description:
Boston scientific received information that during a replacement procedure, the physician experienced difficulty with loosening the setscrews of this device. Multiple torque wrenches were used, but the set screws would still not loosen. The physician decided to cut the header with forceps and the lead was removed successfully with no noted damage. The device was explanted and is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.